Event description:
Lenstec received an email stating:"the loop of the lens was broken during the surgery; the lens was not implanted".

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device have been conducted correctly. Additionally, we have not received any other complaints from this batch. As the device was not returned for inspection, we were unable to perform a more detailed investigation into this complaint and therefore we are unable to conclude what may have caused the loop of the lens to be broken during the surgery. As such, we are unable to determine a specific cause for this incident. Furthermore, we are unable to comment on the injector used. Lenstec therefore wishes to advise the user to consult the instructions for use for the correct instruments and procedure to ensure the successful implantation of the device.